Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited over-sensed noise which resulted in episodes of inappropriate mode switch. No intervention was performed, the physician elected to continue monitor. The patient was in stable condition.

Event description:
New information received noted that the right lead was capped and replaced on (B)(6) 2025. The patient was stable.